Manufacturer narrative:
Lot 22d32c. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "when using the keller funnel, it does not slip despite being well hydrated. This deformed the implant. The surgeon had to take another implant and a new keller funnel¿.

Event description:
Healthcare professional reported ¿when using the keller funnel, it does not slip despite being well hydrated. This deformed the implant. The surgeon had to take another implant and a new keller funnel¿.